Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that the patient died four days after implant. The cause of death was unknown for certain. One possible cause was aneurysm rupture. The patient had aortic stenosis and gi bleeding. An autopsy was refused. The patient also had heart problems and the physician had planned to do a bypass in the future and an avr.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a small endoleak after the device was implanted and observed upon final angio. The enodoleak is likely a type I; however, the type of endoleak could not be confirmed and is unknown at this time. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.